Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer inspected the system onsite and confirmed the reported malfunction. To resolve the problem, the fse replaced the host pc and hard drive and return the part for further analysis, but no failure found. After replacing host pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.